Event description:
Resident was being transferred from chair to bed by 2 cna's, using a mechanical lift and sling. One sling strap slid loose from the lift causing the resident to slide out of the sling to the floor injuring pt's right lower leg and causing a "suspicious but inconclusive" fracture of the right tibia and fibula. Lift and sling were functional and in good condition.